Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they had a diabetic ketoacidosis. Customer stated that they were admitted to hospital. Troubleshooting for high blood glucose will be performed once customer calls back. No product is expected to return for analysis.